Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer's blood glucose level was not adversely impacted. Reportedly, the customer resolved the issue by readjusting the pneumatic tap. Customer continued to use pump for insulin therapy.